Manufacturer narrative:
D4 lot number, expiration date - updated. H6 device manufacture date - updated. D2a common device name:percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a procedure the patient experienced angina. The day after a completed pulse field ablation (pfa) procedure using a farawave catheter the patient complained of angina that lasted for three days. The angina resolved without medical intervention. It is unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Correction to supplemental MDR in h6: impact codes. D2a common device name:percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a procedure the patient experienced angina. The day after a completed pulse field ablation (pfa) procedure using a farawave catheter the patient complained of angina that lasted for three days. The angina resolved without medical intervention. It is unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a common device name:percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a procedure the patient experienced angina. The day after a completed pulse field ablation (pfa) procedure using a farawave catheter the patient complained of angina that lasted for three days. The angina resolved without medical intervention. It is unknown if the device will return for laboratory analysis.